Event description:
Rupture of breast implant identified on a mammogram. Recommendation to have both implants removed. Implants are: left side: mcghan medical, lot no. Sn: (B)(4), cat no. 27-110271. Description textured silicone, 270 cc. Right side: mcghan medical, no. Sn: (B)(4), cat no. 27-110271. Description textured silicone, 270 cc.